Manufacturer narrative:
D10: concomitants: (B)(4) 02-010-01-0350 - optetrak logic femoral component. (B)(4) 02-012-41-5050 - optetrak logic tibial tray. (B)(4) 200-02-38 - optetrak 3 peg patella. G4:510k updated. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2015, patient underwent a right tkr and was implanted with optetrak devices in his right knee, including optetrak logic tibial inserts made of polyethylene. The (B)(6) 2015 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. Mris performed on his right knee in (B)(6) 2022 demonstrated polymeric wear. In or around (B)(6) 2022, patient was advised that his knee replacement failed with respect to his right knee for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, patient underwent revision surgery on his right knee on or about (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Surgical pathology from the (B)(6) 2022 revision surgery demonstrated tissue reaction to particulate material consistent with polyethylene particulate debris. Patient experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life.